Event description:
From a aagl blog around harmonic and reprocessing of devices, there was one comment from a surgeon who stated: I too have used the harmonic without difficulties for many years. The only time a blade was broken occurred, when the individual I was mentoring through tlh persisted in touching the activated blade to the metal of a hulka clamp within the cervical canal. I have never used a reprocessed device...

Manufacturer narrative:
(B) (4)